Manufacturer narrative:
The device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism that would cause the cannula to not deploy. The device data indicated the device operated correctly and was deactivated at 2844 pulses. The cause of the reported event could not be determined. The downloaded data returned a 0x33 alarm, indicating a ¿command not received when prev. Cmd had mctf bit set¿. The device was successfully connected to a pdm during the investigation and was able to deliver a bolus. No alarm or communication error was generated between the pod and the pdm during the bolus delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy; indicating the needle mechanism did not function as intended. The pod was worn on the patient's abdomen for between 36 and 48 hours.